Event description:
Physician reported right side patient experienced "worry about the shape of the breast", "an ultrasound showed bilateral rupture", and "lysis of the membrane." The device has been replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "an ultrasound showed bilateral rupture."